Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus could not be calibrated. The programmer bezel shield assembly was replaced and calibrated. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus could not be calibrated. The programmer has been returned to service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.